Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements when the new right ventricular (rv) lead was connected. All other measurements were normal. The device was programmed to single coil configuration and the shock impedances were normal. There were no adverse patient effects reported.